Event description:
Pt undergoing a laparoscopic cholyscystectomy. Emergency change over to open case. Towel clip found to have pierced the iliac artery. Repair made immediately and original procedure resumed. Pt is now discharged from the hosp.